Event description:
It was reported that the device is not working. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device is not working. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a service quote was provided. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.